Manufacturer narrative:
The devices were not returned for analysis. A review of the lot history records and complaint history could not be conducted because the lot numbers were not provided. The patient effects of hemorrhage, occlusion, vascular dissection, hematoma, pseudoaneurysm, fistula, and tissue injury are listed in the electronic proglide instructions for use (eifu), as potential adverse events of use of the device. Based on the information reported through the research article, a conclusive cause for the reported suture malposition backwall stitch, failure to achieve hemostasis, suture separation, mechanical jam plunger could not be determined. Additionally, a definitive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The reported surgical intervention and unexpected medical intervention were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
B3: date of event is estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Literature attachment: article title "percutaneous approach in endovascular aortic procedures using a suture-mediated closure device".

Event description:
This study was to assess the efficacy of proglide vessel closure devices during percutaneous aortic repair procedures. While technical success was high some vascular complications were noted. These included persistent bleeding; stenosis [occlusion]; dissection, hematoma, pseudoaneurysm, fistula and tissue damage requiring additional closure devices, surgical intervention and arterial repair/ patch. Mechanism of device failures linked to the vascular complications included non -technical success [failure to achieve hemostasis], occlusion [back wall stitch], suture break and insufficient needle penetration. The study concluded that the proglide is "a safe and effective method to achieve hemostasis during percutaneous endovascular aortic repair procedures, even when large-diameter sheaths are introduced". Specific patient information is documented as unknown. Details are listed in the attached article, titled "percutaneous approach in endovascular aortic procedures using a suture-mediated closure device¿.